Manufacturer narrative:
Additional has been requested. The build lhr for s/n (B)(6) lot 2495 was examined including the final inspection records and the in-process measurements. There were no revellent ncmrs associated with this lot. The device met the m6-c product specifications including the axial stiffness and flexural resistance specifications. A review of the risk management files was performed and no new risks were identified rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
Information provided states that patient had m6-c artificial cervical disc implanted at c5-6 in (B)(6) 2015. Patient felt a sudden pop and neck pain radiating down his arms. It was found on x-ray that his c5-c6 artificial disc had failed and fractured. Further imaging revealed central stenosis with cord signal changes at c4-c5 adjacent to his artificial disc replacement as well as osteolysis surrounding his disc replacement. The m6-c was explanted and revised with acdf at c4-c6 on (B)(6) 2023.